Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt with ischemic cardiomyopathy was in the clinic for a follow-up post discharge. The pt and his wife called the hospital that morning stating that the pt had a slight fall and a loss of consciousness that lasted less than a few seconds. The pt had breakfast and then felt dizzy for about 10 minutes and felt like he should walk. The pt got up, took two steps and felt himself "going down". It was reported that he mostly lowered himself to the floor but lost consciousness for a few seconds. By the time the pt's wife got to him, the pt was talking. The pt's leads were checked and did not appear to be disturbed. The pt that he felt better, but was asked to go to the hospital to be checked. The vad coordinator reported that it was noted that the pt was taking four blood pressure altering medications and that may have contributed to the pt feeling dizzy and faint in the morning. The timing of the pt's medication was changed, and the pt was instructed to drink fluids. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.